Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No serious or prolonged patient harm or medical intervention was reported.